Manufacturer narrative:
A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. Although requested, no sample specific run data was provided. Due to the limited information only a reagent investigation could be performed which did not identify any product issue. It is possible these results contain viral material near the lod of the assay, either from low titer samples or a low level of laboratory contamination. Additionally, the use of non-recommended sample collection practices cannot be ruled out as a contributing factor to the discrepancy. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The alleged sample initially generated a positive influenza a result with the liat. The same sample was then retested on multiple different platforms and generated negative results each time. According to the customer, samples are collected using nasopharyngeal swabs with the azantik vtm collection kit. Per the method sheet, samples should be collected using: a sterile flocked swab with a synthetic tip and standard collection technique using 3 ml of viral transport media from bd, copan, or thermo fisher or sterile 0.9% physiological saline. Although requested, no sample specific run data was provided. Due to the limited information only a reagent investigation could be performed which did not identify any product issue. It is possible these results contain viral material near the lod of the assay, either from low titer samples or a low level of laboratory contamination.